Event description:
It was reported when using the bd vacutainer® serum tubes, an unspecified number of tubes displayed hemolysis leading to erroneous results on multiple chemistry tests. The initial reporter noticed uneven additive spray within the tubes that they suspect to be related. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected information. B5: updated to include additional defects reported by the customer, erroneous results and additive abnormality. H6: event problem and evaluation codes: imdrf annex a grid: a0302 - device ingredient or reagent problem (2910).

Event description:
It was reported when using the bd vacutainer® serum tubes, an unspecified number of tubes displayed hemolysis leading to erroneous results on multiple chemistry tests. The initial reporter noticed uneven additive spray within the tubes that they suspect to be related. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, hemolysis is seen within the tubes. However, the indicated failure modes for additive abnormality and erroneous results-k, ldh, alt, ast, p, and hbdh was not observed. Additionally, 30 retention samples from bd inventory were subjected to a visual inspection and the issue of additive abnormality was not observed. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing for hemolysis and erroneous results-k, ldh, alt, ast, p was conducted via a clinical study. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (hemolysis and erroneous results-k, ldh, alt, ast, p) because the defects were not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for the hbdh analyte. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis based on customer photo analysis. This complaint has not been confirmed for the indicated failure mode: additive abnormality and erroneous results-k, ldh, alt, ast, p, and hbdh. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum, an unspecified number of tubes exhibited hemolysis resulting in erroneous results. No patient impact reported.